Manufacturer narrative:
Initial and final MDR (B)(4).- MDR . - device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 14-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples were visually inspected and tested for flow and leak tests. All test results were within specifications. The batch record 5390064 was verified and it was found within specifications. Complaint investigation results: electronic quality management system (eqms) search search: a query was run in the eqms on 13/mar/2026 against "lot number" "5390064" and similar malfunction codes: leakage from infusion site (specific cause not identified), insertion site egress - significant wetness / pooling the review confirmed that lot 5390064 and the identified failure mode are not associated with any non conformance(nc) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/mar/2026 against "lot number" criteria equal "5390064" and similar malfunction codes leakage from infusion site (specific cause not identified), insertion site egress - significant wetness / pooling the number of complaint is 1. The complaint number is (B)(4). DHR review: the lot 5390064 was manufactured according to work instruction (wi) version 06 and manufactured in the inset 04 on 27/aug/2022 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test 4 due to lack of sealing tyvek. All required in process and final tests were completed and met specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). The investigation for this complaint was previously completed on 14-jun-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5390064 . No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in united states it was reported that patient faced two infusion sets leakage at site on (B)(6) 2023. The patient also reported that they smelled insulin and noticed shirt was wet on the site area. The infusion set had been in use for five minutes and one day. The patient replaced infusion set early. No further information is available.